Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2014-70596.

Event description:
It was reported by the customer's mother that the customer needed help determining how much insulin was in the reservoir. Customer's blood glucose level was 546 mg/dl. Customer was traveling and had a really high blood glucose level. Customer's mother did a bolus and the blood glucose level went higher. Customer's mother changed it yesterday and everything went well. Customer had a low reservoir last night. Customer is only two years old so the reservoir does not get filled up that much. Customer's mother declined troubleshooting at this time. Issue was resolved by changing the infusion set and reservoir. Customer only uses less than 10 units a day. Customer was assisted with setting low reservoir warning on pump for 5 units. No additional information provided.